Manufacturer narrative:
The liquid embolic material will not be returned for analysis as it was consumed in the event. Based on the reported information, the report of entrapment could not be confirmed and the cause could not be determined. However, there is no evidence suggesting that the liquid embolic material was defective, but rather a procedure related event. Angioarchitecture, vasospasm, reflux, long catheter dwell time, or prolonged injection time may result in difficult catheter removal and potential entrapment. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Per the liquid embolic material IFU (instructions for use): ¿do not allow more than 1 cm of liquid embolic material to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Linked with MDR: 2029214-2017-00773.

Event description:
Medtronic received report that there was difficulty removing of the catheter at the completion of the procedure. The catheter was su ccessfully removed by injection of dmso and applying gentle traction. No patient injury occurred.